Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during spine procedure the two of the confidence cement kit were leaking water and it appears no plunger was installed in the glass vial to deliver the cement. Additionally, the pump handle was being turned to initiate the cement delivery, water was mixing inside the vial of cement, then leaking out of the end of the jamshidi needle. According to the sales consultant, there was no black plunger in the cap that is threaded onto the back of the vial cement. Surgical delay of 15 minutes. The procedure was successfully completed and there were no patient consequences. This complaint involves two (2) device.

Manufacturer narrative:
Product complaint # (B)(4).